Manufacturer narrative:
(B)(4): the ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. Our field service engineer(fse) was unable to access the ventilator since it was sequestered by the hospital's biomed. Further information received, indicated that the hospital does not share information with vendors, therefore, it was not possible to determine the root cause for the reported event. Additional information also states that the hospital did not have a signed mr declaration. This is a mandatory requirement for using the ventilator in an mr environment. Based on prior investigations of similar faults have show that the most probable causes are: the wheels were un-locked at the time of event, the safety line is not marked on the floor. Our conclusion is that the cause for the event could not be established from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
September 21, 2015 02:29 pm (gmt-4:00) added by (B)(6): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
Information was received that the ventilator was pulled to the MRI during treatment of a patient. The hospital staff immediately started to manually ventilate the patient, and there was no disruption of ventilation. (B)(4).